Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensors and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. It is unknown if the user was using android, ios, or a reader with the fs libre 3 sensor all pertinent information available to abbott diabetes care has been submitted.

Event description:
An adhesive issue was reported via webform with the adc device by the customer. The sensor prematurely detached when the customer was putting on or removing clothing after one (1) day of wear and the customer was unable to obtain readings and monitor glucose levels. Customer was provided treatment of either juice, sugar and/or food by a non-healthcare professional (non-hcp). No further details were provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. Dhrs for the fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.this serves as a correction report. Section h-10 was incorrectly documented in the previous initial report. Section h-10 has been updated.

Event description:
An adhesive issue was reported via webform with the adc device by the customer. The sensor prematurely detached when the customer was putting on or removing clothing after one (1) day of wear and the customer was unable to obtain readings and monitor glucose levels. Customer was provided treatment of either juice, sugar and/or food by a non-healthcare professional (non-hcp). No further details were provided. There was no report of death or permanent impairment associated with this event.